Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating of the device was not able to be confirmed by a manufacturer repair technician through functional evaluation. However,the ebox data log indicated there were several minutes of logged run time at high current draw, a condition which could lead to overheating if the device were used in this state long enough. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.